Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown foreign matter was found embedded in a 10ml bd syringe luer-lok tip prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one loose 10ml assembled syringe was received and reported to be from batch #unknown (p/n 301997). The sample was visually evaluated. The syringe barrel was found to have red foreign matter embedded in the barrel wall. One piece is located to the left of the 1ml gradline and is larger than level 3 in size the second is located opposite the 3ml gradline and is level three in size. Both observed pieces of foreign matter are embedded in the barrel wall and are rejectable per product specification. Potential root cause for the foreign matter defect is associated with the molding process. However, a complete investigation could not be performed because the batch # is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that brown foreign matter was found embedded in a 10ml bd syringe luer-lok tip prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.

Event description:
It was reported that brown foreign matter was found embedded in a 10ml bd syringe luer-lok tip prior to use. There was no report of exposure, serious injury or medical intervention.